Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of an error code b30 (scope communication) message was confirmed due to a faulty socket. An additional issue of the olympus lamp life meter reading over 500+ hours of expired lamp was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the light source displayed an error code b30 (scope communication) message on multiple 190-series scopes. It was reported that the issue was noticed during room set-up before any procedures, cases, or patients had started or entered the room. Additionally, there were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty scope socket. Olympus will continue to monitor field performance for this device.